Event description:
It was reported that this pacemaker device and non-boston scientific right atrial (ra) lead exhibited a spike in pacing impedance from 300 ohms to 1500 ohms, but still within normal range. A technical service (ts) consultant reviewed available device data, provided recommendations for programming options and lead integrity testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.